Manufacturer narrative:
No unexpected button error alarms were noted. The pump had intermittent button response on the act and up arrow buttons due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the keypad was unresponsive when attempting to bolus. Customer was unable to access any menus due to the keypad anomaly. The customer's blood glucose was 9.2 mmol/l. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.